Manufacturer narrative:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," one hero-related infection episode occurred at one month after completion of the second stage, leading to explantation of the hero graft to resolve the problem. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001. Multiple attempts were made to obtain additional information from the authors of the publication; however, all attempts were unsuccessful. As neither the date of event nor the date of implant is known, possible lot numbers could not be identified. A review was performed of the available information. The publication reports on the clinical outcomes of the authors' previously published two-stage implant technique for the hero graft. This two-stage technique is not in alignment with the current hero graft instructions for use (IFU). The IFU gives specific and detailed guidance as to the implant of the hero graft within a single operative procedure, wherein the completion within this publication spans a 22-month interval from the first to second step. Despite this fact, the IFU lists infection as a potential complication. Additionally, the patient selection considerations listed in the IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Infection is a known complication of prosthetic arteriovenous (av) grafts. They are frequently associated with cannulation sites, and may be related to this event as these patients began hero cannulation following the completion of the second implant stage; although the specifics of the infection are not discussed within the paper. Explant of the device in the presence of an ongoing infection is a clinically established treatment for av access devices. Given the limited information available, it is still unclear what the source of the infection was as there are many factors that could have contributed to the reported events, such as patient co-morbidities, relation to cannulation site, prior or ongoing systemic infection and/or wound infection. Recommendations for minimizing the risk of infection by use of kdoqi guidelines are included in the IFU. Clinical outcomes with the hero graft using different implant techniques have not been evaluated by cryolife. However, the arterial graft component is a synthetic graft that is an approved medical device to be used for av access, so one would anticipate similar clinical outcomes, including anticipated adverse events as those reported above.

Event description:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," one hero-related infection episode occurred at one month after completion of the second stage, leading to explantation of the hero graft to resolve the problem. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001.

Event description:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," one hero-related infection episode occurred at one month after completion of the second stage, leading to explantation of the hero graft to resolve the problem. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.